Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic lobectomy, the stapler was able to fire but the staples were not formed and the staple line was incomplete at the distal part. Reinforcement has been made on the staple line.